Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the cusotmer declinded to complete the check. Reportedly the cusotmer would change the pump supplies. Customer's blood glucose was 258 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.